Event description:
It was reported that the patient's blood pressure was unstable and a norepinephrine infusion was ordered. The patient had 4 modules infusing medications. The nurse turned the propofol module off in order to start the newly ordered norepinephrine infusion, however after initiation the nurse noticed a decrease in the patient's blood pressure and heart rate despite the norepinephrine infusing. Upon review of the telemetry and blood pressure monitors, it was noted that the propofol was dripping at a fast rate. The tubing set was still attached to the patient and the nurse immediately traced the line back to find that the safety clamp had not engaged when the tubing set was removed from the device. A large amount of propofol was administered to the patient and the patient's heart rate and blood pressure continued to fall. The patient was given atropine, and after 5 minutes the patient's vital signs returned to normal. At this point, the decision was made by a family member to withdraw care. It was later stated by the nurse that when she removed the norepinephrine tubing set from the device, the safety clamp did not engage again as well. The customer further reported that the patient was discharged from the hospital with no lasting effects caused by the event.

Manufacturer narrative:
The reported issue that the propofol administration set had its safety clamp not close after it had been removed from the pump module could not be confirmed: the inspection process identified that the sear had been altered after manufacturing with the set screw found driven in further which resulted in the sear legs resting in a lower position than the design intends. The associated pcu and/or pcu logs were not received for investigation. The pump module event log had no recorded usage or attachment to the pcu on the reported incident date. The received pump module failed the testing of the safety clamp remaining closed when the door was opened. The cause was from the altered sear set screw. Resetting the position of the set screw back to its manufactured setting resolved the issue. The sear on this pump module was the old design that required replacing of the complete door latch assembly. A newer version of the sear has been released that does not require adjusting and is more robust. The administration set was not returned for investigation. The root cause for the customer¿s reported incident was believed to be the altered sear from its alignment setting.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient age and dob requested but not provided.

Event description:
It was reported that the patient's blood pressure was unstable and a norepinephrine infusion was ordered. The patient had 4 modules infusing medications. The nurse turned the propofol module off in order to start the newly ordered norepinephrine infusion, however after initiation the nurse noticed a decrease in the patient's blood pressure and heart rate despite the norepinephrine infusing. Upon review of the telemetry and blood pressure monitors, it was noted that the propofol was dripping at a fast rate. The tubing set was still attached to the patient and the nurse immediately traced the line back to find that the safety clamp had not engaged when the tubing set was removed from the device. A large amount of propofol was administered to the patient and the patient's heart rate and blood pressure continued to fall. The patient was given atropine, and after 5 minutes the patient's vital signs returned to normal. At this point, the decision was made by a family member to withdraw care. It was later stated by the nurse that when she removed the norepinephrine tubing set from the device, the safety clamp did not engage again as well. The customer further reported that the patient was discharged from the hospital with no lasting effects caused by the event.